Event description:
Pushed the spring thing down and now its not usable [device malfunction] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a female patient from the united states. The patient's age at the time of event experience was not reported. On 15-jun-2024, amneal pharmaceuticals received information from the patient via a telephonic call concerning above-mentioned adverse event experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine injection usp (auto-injector), 0.3 milligram (dose, route, and frequency were not reported) for an unknown indication. Concomitant medication, concurrent condition, historical procedure, co-suspect medications, medical history, history of allergy, history of smoking/drinking, recreational drug use, historical drugs, and laboratory tests were not reported. It was reported that on an unknown date, the patient pushed the spring thing down and then it was not usable. Last action taken with epinephine in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter's causality of device malfunction and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited.

Event description:
Pushed the spring thing down and now its not usable [device malfunction] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a female patient from the united states. The patient's age at the time of event experience was not reported. On 15-jun-2024, amneal pharmaceuticals received information from the patient via a telephonic call concerning above-mentioned adverse event experienced by the patient while on amneal's twinject (epinephrine auto-injector) the patient was being treated with epinephrine injection usp (auto-injector), 0.3 milligram (dose, route, and frequency were not reported) for an unknown indication. Concomitant medication, concurrent condition, historical procedure, co-suspect medications, medical history, history of allergy, history of smoking/drinking, recreational drug use, historical drugs, and laboratory tests were not reported. It was reported that on an unknown date, the patient pushed the spring thing down and then it was not usable. Last action taken with epinephine in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter's causality of device malfunction and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 28-jun-2024. New information received includes qa investigation report, attached with this case. The complaint sample was not returned to amneal. On 15 jun 24, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3mg lot unknown, ¿pushed the spring thing down and now it¿s not usable¿. The investigation complaint sub-type based on the complaint information was determined to be ¿defective injector¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation for lot unknown. After reviewing the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. The controlled annual product reports from 30-may-2021, to 29-may-2023, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. Lot number is unknown; therefore, a complaint history of the lot cannot be completed. There have been forty (40) other, similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months. None of the 40 similar complaints were attributed to the manufacturing process. No retain sample/testing was conducted since the lot and batch are unknown for this complaint. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation, as such the complaint could not be confirmed. Per the email received it is unclear, due to conflicting information, whether the complaint was for the amneal epinephrine auto-injector or the teva epinephrine auto-injector. In the report received the drug was identified as epinephrine (amneal pharmaceuticals llc), however the promotion stated, ¿teva generics copay program¿. To note there is no active trial card for amneal. As such since the lot number was not provided if the complaint was specific to the amneal product. In addition, per the email received the event or experience, stated ¿push the spring thing down and now it¿s not usable. The epinephrine auto-injector is a single-dose automatic device for single use, if the device is activated it would be rendered un-usable. For the amneal epinephrine auto-injector, the steps are, 1) pull off both blue caps, 2) push red tip hard in thigh for 10 seconds, 3) remove epinephrine injection from thigh, 4) check the red tip. The injection is complete, and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. As there was a lack of detail provided for the reported complaint, the lot number was unknown, and the complaint sample was not returned for evaluation and a root cause related to user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg lot unknown for the complaint category ¿defective injector¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. Controls in place to ensure the device is manufactured per specifications. The controlled annual product reports from 30-may-2021, to 29-may-2023, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. The complaint sample was not returned, as such the reported complaint could not be confirmed. The investigation concluded that all lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephine in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter's causality of device malfunction and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.